Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level ranged from not being impacted to 55 mg/dl, which was addressed by consuming some food. Reportedly, the customer was able to load a cartridge successfully, and resume insulin.